Event description:
Provider used coblation machine and coblator wand for procedure. Manufacturer representative was present in the operating room during the case. A longitudinal retractor was used during the case to keep tongue flat and mouth open. Nothing appeared to be placed or resting on the side of the mouth during the case. As provider was completing final check for bleeding, an irritation was noticed. Provider confirmed it was a burn injury to left lower lip after close examination.